Event description:
It was reported that the cartridge was leaking. Customer loaded a new cartridge to address the issue. Customer declined to troubleshoot the issue further with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.